Event description:
It was reported that during an unknown procedure, the blade was broken off soon although the device did not clamp the metal or something hard. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the procedure was the laparoscopic sigmoidectomy. The blade was broken outside the patient and the portion won¿t be returned with the device.

Manufacturer narrative:
(B)(4). Additional information: batch #m90j85. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a gen11 and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.